Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm, the registered nurse stated that she observed air in the patient line (this report), but that it had been fully primed before connecting the home patient. The technical services representative assisted the customer in clearing the alarm. There was no negative clinical consequence observed during this event. No additional information is available.